Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4). Review of quality records.

Event description:
It was reported that an insulation anomaly was observed. Pt developed pocket hematoma and infection post implant. The system was explanted.